Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels of 560 mg/dl. Customer addressed bg level by delivering a bolus and administering a manual injection. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.